Manufacturer narrative:
Approximate age of device ¿1 year, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted to the hospital for possible sepsis. Log file analysis noted no unusual events. Additional information was requested but not reported.

Event description:
The account communicated that patient's type of infection was identified as urinary track infection (uti). The patient's symptoms was treated with broad spectrum antibiotics. The patient's infection is resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Analysis of the submitted log file revealed that the pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on the device. The heartmate ii left ventricular assist system instruction for use lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.